Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision. Two years after the most recent revision, the patient presented with pain over the pes anserine bursa, swelling, stiffness, and a decrease in flexion. Labs and a bone scan were ordered, but no further information or report of intervention has been provided at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent two additional poly exchanges due to pain and loosening. Two years after the most recent revision, the patient presented with pain over the pes anserine bursa, swelling, stiffness, and a decrease in flexion. Patient had multiple follow ups and the follow ups identified increasing pain. The patient was walking across her yard and she stepped in a weird position, heard a pop, and had really bad pain to the inferior pole of her patella. The patient likely has some soft tissue swelling and maybe a grade I tear over the capsule. Per alliance: all described physical pain is related to distant areas of the implantation site of the bone cement and cannot be attributed to the bone cement. As the surgeon has stated, the several surgeries will lead to soft tissue convolution and chronic pain. Additionally, too much physical exertion might also have led to injury and pain. Therefore, this case is assessed as patient condition. Device history record (DHR) was reviewed and no discrepancies were found. The root cause was determined to be related to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.